Event description:
It was reported that a pta balloon dilatation catheter broke into two pieces while being removed from the pt. During removal through the introducer sheath, resistance was encountered and the device broke into two pieces just proximal to the proximal balloon bond. The introducer sheath was removed and it was observed that the pta balloon remained lodged inside. No pt injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. This is the only complaint reported to date for this lot number. The complaint samples was returned for eval. The catheter was returned in two pieces: the balloon and the catheter. The balloon had a clean separation at the proximal balloon glue joint and the inflation/deflation lumens were exposed. There was no stretching or kinks observed on either section of the balloon catheter. The introducer sheath used for the procedure was not returned with the sample. The complaint is confirmed for a detachment of device component, as the catheter and balloon were returned separated from each other. The definitive root cause is unk. The current IFU (info for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guide wire/introducer sheath as a single unit.